Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed, but the customer declined to remove the site. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 248mg/dl at the time of event.